Event description:
Info received indicates the foot end casters are not holding when the bed is in brake.

Manufacturer narrative:
The tech isolated the issue to worn casters. He replaced the foot end casters to repair the bed.